Manufacturer narrative:
Initial reported address: (B)(6). H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filled.

Event description:
It was reported that while using bd facs¿ lyse wash assistant carryover occurred with patient samples. The following information was provided by the initial reporter: the client observed contamination, before passing the results, by comparing the results with results of samples that come from another lwa.

Event description:
It was reported that while using bd facs¿ lyse wash assistant carryover occurred with patient samples. The following information was provided by the initial reporter: the client observed contamination, before passing the results, by comparing the results with results of samples that come from another lwa.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Additional information provided shows that there was no carryover between patient samples or any contamination that affected patient results. This is not considered a reportable malfunction at this time.